Manufacturer narrative:
Additional devices listed in this report: cat 5526-b-300, lot ech9k, description: triathlon prim bead pa sze3 bp; cat 5517-f-401, lot earmc, description: triathlon p/a cr beaded #4l. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as the devices remain implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The clinical research associate, reported that during surgery an avulsion lcl occurred the clinical research associate reported that the event was unrelated to the study

Manufacturer narrative:
An event regarding an avulsion of the lcl during surgery involving a triathlon insert was reported. Review of the sae form and operative note provided indicated that the reported device did not contribute to the avulsion of the lcl which occurred during surgery and is therefore considered concomitant.

Event description:
The clinical research associate, reported that during surgery an avulsion lcl occurred. The clinical research associate reported that the event was unrelated to the study.